Manufacturer narrative:
Failure mode changed from lack of primary stability to failure of osseointegration upon additional information received from customer. (B)(6).

Event description:
Failure of osseointegration.

Event description:
Lack of primary stability.